Manufacturer narrative:
A philips field service engineer evaluated the device on site. It was determined that this was a malfunction of the battery, the replacement for which was ordered. The customer was informed of part availability and will ship once the part becomes available. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The fse ordered the replacement battery to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that, when performing the operation test, the device gave a low battery message. There was no patient involvement.